Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The hpdu cpu board was replaced to resolve the issue. Patient ID: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Patient ID: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.